Event description:
Customer reported a problem with rubella igg external proficiency sample results. Rubella igg reagent lot was 154154. She provided proficiency sample results for five samples, results for two of the samples were discrepant, all repeat testing performed (B) (6) 2010. The cutoff for a positive rubella igg result is > or = than 10 iu/ml. 1st proficiency sample, original reported result was 100.3 iu/ml, repeated twice gave 97.73 and 0.857 iu/ml. The external proficiency passing result was positive. 2nd proficiency sample, original reported result was 0.332 iu/ml, repeated twice gave 190.3 and 206.4 miu/ml. The external proficiency passing result was positive. No patients were involved, there have not been any erroneous patient results. The field service representative and field application specialist were unable to determine the cause of the discrepancies. The field application specialist was unable to find documentation that some required maintenance were performed by the customer in (B) (6) 2009 and noted this as a possible cause. Instrument and precision checks were performed and acceptable.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.